Event description:
Device 1 of 2. Ref MFR report #1627487-2012-00553. The pt's scs system includes percutaneous leads from different lots. It was reported the pt is experiencing pain in both legs. The reported discomfort is said to be present regardless of the stimulation's function. X-rays were taken which revealed the pt's leads have migrated. The pt has scheduled an appointment with his physician to discuss the plan of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.